Event description:
Received information that the tubing came out of the cartridge. The customer's bg level was 509.

Manufacturer narrative:
No product returning for evaluation. During a follow up to retrieve product back for evaluation, the contact stated that they no longer had the cartridge.